Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-feb-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 470 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. It was reported event/difficulty occurred on (B)(6) 2019 during normal use. The patient reported a return of spasms and tightening. The doctor did an indium dye study and it showed drug was not getting intrathecal. The doctor found a kink at the anchor, the catheter was unkinked and was able to freely aspirate. It was further reported the or reported return of symptoms after a (B)(6) refill. There was no pocket fill or drug use and was coincidence of timing with the catheter kink. It was noted there was no report of falls. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿none.¿ diagnostics/troubleshooting included a dye study and interventions/actions included surgical fix of the kink. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 90 pounds and medical history was asked but unknown. No further complications were reported/anticipated or expected.